Event description:
Reported that the device had been generating recurrent cartridge/adapter alerts. Pt stated that, while troubleshooting the concern, pt attempted to prime, and no insulin flowed through the infusion set tubing. Pt removed the insulin cartridge, from the device, and discovered that insulin had leaked inside of the device's cartridge chamber. Pt reported that the blood glucose was elevated (~300 mg/dl). Pt self-treated by switching to the back-up device.